Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was not provided. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.